Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black particles on the humidifier. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black particles on the humidifier. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this reported.